Event description:
I got sientra breast implants in my body on 12/22. Now I have an autoimmune disease and can barely walk. I was perfectly healthy prior to getting these implants (I was 109 pounds, perfect blood work) and can provide proof of that. Reference report: mw5155724.